Event description:
It was reported that an ilet bionic pancreas presented repeated ¿restart ilet (32)¿ motor communication alerts that were not acknowledged for extended periods, resulting in multiple delivery stoppages and gaps in insulin delivery; the user was also reported to be frequently using the pause feature. Symptoms included interrupted insulin therapy without reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included the decision to replace the ilet and arrange user education regarding appropriate pause use. Investigation included device log review and assessment of alarm history and delivery interruptions. Investigation of this case revealed recurrent delivery motor communication faults consistent with an internal malfunction of the delivery motor communication pathway, compounded by delayed user acknowledgment of alerts and frequent pausing. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction with contributory user interaction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.